Event description:
Mom reporting issue with pump/battery depleted message appeared on the pump. Mom tried 16 different batteries with no success. Patient has 2 other working pumps at home at this b-e pump will be replaced/ ms3 (B)(4)/ no adverse effects reported. Is the actual device available for investigation? Yes; did we replace device? Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes was any medical intervention provided? No. Reported to (B)(6) by patient/caregiver. Dose or amount: 152ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2017 to current; diagnosis or reason for use: pah.